Event description:
It was reported that prior to an unk procedure, the hand activation did not work on the devices. The second device was used without the hand activation to complete the case. There was no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.